Event description:
A customer reported receiving multiple system messages during a procedure. The customer reported as the surgeon was using iop control, the iop compensation turned off and a system message was displayed advising to check for bubbles. The system was switched out and the case was completed with no harm or injury to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to duplicate the customer reported intraocular pressure (iop) issue; the fluidics module was replaced for diagnostic purpose. The company rep confirmed the tabletop illuminator lamp exceeded 400 hrs and replaced the lamp. The system was then tested and met all product specifications. The fluidics module was returned and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).